Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. Once at the station, the field service engineer (fse) found the connection on drawers 2.1 and 2.2 unplugged. The connections were reseated. The device was tested in hardware test application and passed. It was also tested via inventory and by loading medications. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple drawer failure and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.